Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and irregular and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years and 8 months after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy an unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("irregular and abnormal uterine bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain / pain / cramping"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia /pain with intercourse"), menstruation irregular ("irregular and foul menses / irregular menses"), weight increased ("weight gain"), fatigue ("fatigue"), vaginal discharge ("abdominal discharge"), swelling ("swelling") and anxiety ("anxiety"). The patient was treated with medroxyprogesterone acetate (provera), medroxyprogesterone acetate (depo-provera), surgery (hysterectomy and bilateral salpingectomy in (B)(6) 2015 and diagnostic laparoscopy and hysteroscopy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain had not resolved and the uterine haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, menstruation irregular, weight increased, fatigue, vaginal discharge, swelling and anxiety had resolved. The reporter considered pelvic pain, uterine haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, menstruation irregular, weight increased, fatigue, vaginal discharge, swelling and anxiety to be related to essure. The reporter commented: her medical records reflect that she reported her symptoms were worse since being off the depo-provera and was encouraged to restart the shots to help with the pain. On (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy and hysteroscopy to evaluate her chronic pelvic pain and abnormal uterine bleeding, which did not show any abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was tubes were occluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and irregular and abnormal uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years and 8 months after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy an unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and uterine haemorrhage ('irregular and abnormal uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / pain / cramping"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia /pain with intercourse"), menstruation irregular ("irregular and foul menses / irregular menses"), fatigue ("fatigue"), vaginal discharge ("abdominal discharge"), swelling ("swelling"), anxiety ("anxiety") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) and surgery (diagnostic laparoscopy and hysteroscopy on (B)(6) 2015 and hysterectomy and bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, menstruation irregular, weight increased, fatigue, vaginal discharge, swelling and anxiety had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, swelling, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: her medical records reflect that she reported her symptoms were worse since being off the depo-provera and was encouraged to restart the shots to help with the pain. On (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy and hysteroscopy to evaluate her chronic pelvic pain and abnormal uterine bleeding, which did not show any abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received :new events added- abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and abnormal uterine bleeding ('irregular and abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / pain / cramping"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia /pain with intercourse"), menstruation irregular ("irregular and foul menses / irregular menses"), fatigue ("fatigue"), vaginal discharge ("abdominal discharge"), swelling ("swelling"), anxiety ("anxiety"), genital haemorrhage ("abnormal bleeding") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) and surgery (diagnostic laparoscopy and hysteroscopy on (B)(6) 2015 and hysterectomy and bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved, the abnormal uterine bleeding, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, dyspareunia, menstruation irregular, weight increased, fatigue, vaginal discharge, swelling and anxiety had resolved and the genital haemorrhage and adenomyosis outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, adenomyosis, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, pelvic pain, swelling, vaginal discharge and weight increased to be related to essure. The reporter commented: her medical records reflect that she reported her symptoms were worse since being off the depo-provera and was encouraged to restart the shots to help with the pain. On (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy and hysteroscopy to evaluate her chronic pelvic pain and abnormal uterine bleeding, which did not show any abnormality. Left:5 coils visible. Right: 3 coils visible. Discrepancy noted on essure removal date -(B)(6) 2015 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Rcc, reporter information and patient demographics was added. Event adenomyosis added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and uterine haemorrhage ('irregular and abnormal uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / pain / cramping"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia /pain with intercourse"), menstruation irregular ("irregular and foul menses / irregular menses"), fatigue ("fatigue"), vaginal discharge ("abdominal discharge"), swelling ("swelling"), anxiety ("anxiety") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (provera) and surgery (diagnostic laparoscopy and hysteroscopy on (B)(6) 2015 and hysterectomy and bilateral salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, menstruation irregular, weight increased, fatigue, vaginal discharge, swelling and anxiety had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, swelling, uterine haemorrhage, vaginal discharge and weight increased to be related to essure. The reporter commented: her medical records reflect that she reported her symptoms were worse since being off the depo-provera and was encouraged to restart the shots to help with the pain. On (B)(6) 2015, plaintiff underwent a diagnostic laparoscopy and hysteroscopy to evaluate her chronic pelvic pain and abnormal uterine bleeding, which did not show any abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.